Manufacturer narrative:
The patient's age is unknown; however, it was reported that the patient was over 18 years of age. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle of the basket broke where it joins the catheter when it was actuated to crush a 1.5cm stone inside the patient. The stone was removed from the basket by pressure release, and the basket was removed from the patient and scope without any parts left behind. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.